Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer incurred an error message when interrogating a device. Technical services provided assistance in resolving the error by directing the caller to recycle the power. However, the error occurred again while interrogating the device. The caller used another programmer for the interrogation. The caller was directed to run the service disk on the programmer. The status of the programmer is unknown. There were no patient complications reported as a result of this event.